Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, radiation tx-head / neck area, xerostomia, infection, swelling, abscess. Patient has very minimal bone helping support her implants. She got an infection which quickly loosened the implant. Patient had original abutment and lower denture placed sometime in 2013, abutment replaced (B)(6) 2022.